Event description:
It was reported that the radio frequency programmer head was unable to interrogate an implanted device. The head was changed out and returned for service. There were no patient complications reported as a result of this event, the interrogation was completed with the replacement head.

Event description:
It was reported the rf (radio frequency) head would not interrogate an implanted device. Another rf head was used. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was unable to interrogate an implanted device. The head was changed out and returned for service. There were no patient complications reported as a result of this event, the interrogation was completed with the replacement head. It was further noted that the programmer head has now been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Analysis found intermittent telemetry and the device failed telemetry functional testing due to the cable being out of electrical specification. It was also noted that the electromagnetic field immunity test was out of specification because of lower case damage. Also, the label was missing the rubber coating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.